Manufacturer narrative:
Follow-up information was received on (B)(4) 2013 in the form of qa (quality assurance) investigation results. Evaluation summary: the product lot number was not provided; therefore, a batch record review is not possible. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints. Manufacturer's comment: the benefit-risk relationship of the product is not affected by this report.

Event description:
Terrible pain in back of knee [arthralgia]. Case description: spontaneous report was received on (B)(6) 2013 from a (B)(6) female patient, initials (B)(6), with osteoarthritis in both knees. The patient's medical history was significant for right knee surgery (in 2002 and 2009) and previous medical device implantation with synvisc without problem. On an unspecified date, the patient initiated treatment with synvisc (hylan gf-20) injection, dose regimen not provided. The lot number for synvisc was not provided. On an unspecified date in 2011, the patient experienced terrible pain in back of knee. The action taken with synvisc treatment was not provided. The outcome for the event of terrible pain in back of knee was not provided. Relevant concomitant medications were not provided. The intensity for the event of terrible pain in back of knee was not provided. The causal relationship of synvisc with the event of terrible pain in back of knee was not provided by the reporter. Follow-up information was received on (B)(6) 2013 from the consumer regarding update in event information. On an unspecified date ((B)(6) later), the event of terrible pain in back of knee had resolved. Follow-up information was identified on (B)(6) 2013 from the physician regarding patient's medical history, suspect drug information, concomitant medications, treatment drugs and event information which upgraded the case to serious. The age of the patient was updated as (B)(6) (previously captured as (B)(6)). The patient had moderate grade osteoarthritis with x ray grade 3, joint narrowing and presence of osteophytes since 2 years. The patient's medical history was significant for previous use of non-steroidal anti-inflammatory drugs (nsaids) and steroids and chondrocalcinosis of right knee. The patient received intra-articular synvisc-one (hylan gf-20) at a dose of 6 ml once in the right knee (previously reported as synvisc). The lot number for synvisc-one was provided. On (B)(6) 2011, the patient experienced the event of terrible pain in the back of knee. The patient received treatment with oral medrol (methylprednisolone) and oral ibuprofen over 10 days for the event of terrible pain in back of knee. The event resolved in about 1 of 2 weeks. The patient was prone to pseudogout which was reported as a possible precipitating factor for the development of terrible pain in back of knee. It was reported that the patient had low pain threshold; "what other people consider as moderate pain, is severe to her." Relevant concomitant medications included glucosamine (chondroitin sulphate). The causal relationship of synvisc with the event of terrible pain in back of knee was assessed as possible by the reporting physician.